Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s dexcom app displayed a reading of 350 mg/dl. The patient did not confirm blood glucose with a fingerstick and administered insulin based on the app reading. Later, the patient became sleepy, confused, and pale, and was unresponsive when his wife attempted to communicate. He then became completely unresponsive and fell from the couch to the floor. His wife and a neighbor assisted him back to the couch. The patient¿s wife provided oral carbohydrates (two bananas, fruit, and bread), after which the patient regained consciousness. He stabilized at home without requiring paramedics or hospitalization. At the time of reporting, the patient was alert and in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.